Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of emergency room visit was 368 mg/dl. Customer stated that significant events leading to the emergency room visit included throwing up and body pain. Customer also reported a bent cannula on the last infusion set. Customer was wearing the pump at the time of emergency room visit. Replacement product is being sent.